Event description:
New information noted that the device was an implantable cardioverter defibrillator

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27733. Related manufacturer reference number: 2017865-2021-27735. It was reported that the patient presented for a follow up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold and was under-sensing. It was also noted that the right ventricle (rv) lead sensing measurements were halved. Fluoroscopy and x-rays revealed that the leads had dislodged and the device had migrated. The ra and rv leads were explanted and replaced and the device was re-implanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.